Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating the pneumatic block lost of communication with the main processor. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed a single occurrence of system fault error message (sf 189), however, performance testing was unable to reproduce the reported error. Based on previous investigations of similar complaints and all available evidence, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating the pneumatic block lost of communication with the main processor. There was no patient injury reported as a result of this incident.